Event description:
It was reported by the user facility the cordless driver 2 was overheating. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The engineering technician was unable to duplicate the reported heat but noted that the handpiece had widespread evidence of non-stryker repair work.